Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 150 mg/dl. A replacement pump was sent to the customer. The customer will revert to an alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
Device evaluation results: the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.